Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Investigation summary: a device history record review was completed for provided lot number 2103218. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed through the plunger rod. Through magnified inspection, damage was identified to the plunger rod lip component. Damage to the plunger lip component can result during the handling of the product through the manufacturing facility or during the assembly process. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. However, a quality process has been initiated with the aim of reducing this type of defect. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd discardit¿ ii syringe plunger rod was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "preparation of an infusion. Air enters the syringe through the plunger." Via bd investigation: "through examination of the sample, leakage was observed through the plunger rod. Through magnified inspection, damage was identified to the plunger rod lip component."